Event description:
(B)(4) from pt's sister (B)(6) for pump malfunction on ms3 pump used for remodulin sn (B)(4). Alarm system fault, call for service was showing. The manual shows this needs to be serviced. No other info provided. Product fault did not occur while in use, did not result in pt injury. Reason for use: pah.